Event description:
A customer contacted beckman coulter inc. (Bec) and reported that a few drops of a clear unknown fluid leaked from the coulter hmx cap pierce hematology analyzer on the right side of the blood sampling valve (bsv) that was contained. There was no biohazard exposure to mucous membranes or open wounds. The customer was wearing gloves and a lab coat when the leak occurred. The customer does have the msds information and risk management plan in place. No sample results were affected; this is not a diagnostic facility. No results were reported out.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that a large piece of the center blood sample valve (bsv) pad had broken away from bsv pad face. The fse replaced needle waste pinch valve actuator to fix problems that fse found with needle drainage. Replacing the bsv assembly, resolved the issue. The cause of the leak was the bvs assembly. (B)(4).